Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced stopper pops out of the tubes. The following information was provided by the initial reporter. The customer stated: "tube popping open (not closing well). Please advise on next steps and advise if an rga and prepaid shipping label will be issued to return the product for investigation purposes by bd."

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced stopper pops out of the tubes. The following information was provided by the initial reporter. The customer stated: "tube popping open (not closing well). Please advise on next steps and advise if an rga and prepaid shipping label will be issued to return the product for investigation purposes by bd."

Manufacturer narrative:
H6: investigation summary: bd did not receive samples or photos from the customer in support of this complaint. Therefore, 10 production lot retention samples were tested for stopper pop off and did not exhibit the customer¿s failure mode of ¿stopper pop off¿. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the retention samples did not exhibit the customer¿s failure mode of ¿stopper pop off¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.